Event description:
It was reported that the customer experienced high blood glucose levels and that she had issues using the device's buttons. The blood glucose reading was 468 mg/dl, which the customer treated for with manual injection. The customer stated that the insulin pump broke and the replacement insulin pump had buttons that were difficult to get a response from. She could not push the down and sometimes the up arrow. No significant events leading to the keypad issues were observed. Advised the discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.